Event description:
The pump was returned for a mechanical hardware failure (av sticky valve). Upon return, the pump started up with no alarms. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found excessive debris on the fva output pin and the fva pin channels. Cleaned fva pins and channels. Removed loading pins and found debris. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries (counter reset). Fva lip seals and upper/lower lip seals, and battery packs will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "not working" on the note." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submitted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.